Event description:
Caller reported a cartridge alarm 20 issue. There was no adverse impact to the customer¿s blood glucose level. A replacement pump was sent by cts, and the caller was instructed on steps including putting the pump in storage mode before returning it, programming the settings into the replacement pump, and connecting their cgm. Caller acknowledged understanding of instructions and the need to return the problematic pump within 10 days using the provided materials to avoid billing. The replacement pump includes updated software, and the customer was informed they would continue to use their current pump as backup therapy.